Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc service representative. The flow sensors were replaced, performed a checkout of the equipment and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.